Event description:
It was reported via clinic notes received that the vns patient had "suicidal ideas" no concrete plan. It is unknown if this is related to vns therapy. The patient was noted as being an alcoholic with several co-morbidities that appear to be associated with his alcoholism. In a handwritten portion of the clinic notes, the physician indicates "faints vs. Fits." The physician clearly indicates that "fits" refers to the 's seizures in other parts of the notes however it is unknown if "faints" refers to syncope or loss of consciousness during seizures. Attempts for further information were unsuccessful as the physician only indicated that the patient is ok and no issues are suspected with the device. He did not comment on the reported events.